Manufacturer narrative:
This part is not approved for use in the united states; however a like device catalog # 8792815, 510k # k030327 was cleared in the united states. (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2014, patient underwent cervical anterior decompression fusion at levels c2/3, c4/5 due to pre-op diagnosis as cervical spondylosis. On an unknown date, post-op, poor spinal alignment was observed due to cage subsidence. Screw backed out. On (B)(6) 2016, revision surgery, posterior decompression fusion was performed for neurologic symptom due to poor spinal alignment. There was delay in the overall procedure time by more than 60 minutes. The product came in contact with the patient. Patient complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.